Manufacturer narrative:
(B)(4). Additional information: the patient underwent successful thrombectomy procedure of his fistula on wednesday (B)(6). The small rubbery tip entrapped in residual clot at the forearm cephalic vein was going to be retrieved during thrombectomy. The patient was discharged on friday, (B)(6), in completely stable condition. He is doing good. He underwent dialysis using a temporary catheter and was normalized regarding his hyperkalemia issue.

Event description:
The customer reports the pt-45509 broke off inside the patient during use.

Event description:
The customer reports the (B)(4) broke off inside the patient during use.

Manufacturer narrative:
(B)(4). The customer returned a ptd catheter for evaluation. The catheter was returned with the basket advanced out of the sheath. Microscopic examination revealed that the black pebax tip broke near the base of the distal basket. The tip material appeared jagged and uneven; indicating a stress related tear. The basket wires are all intact and secured within the basket connectors. No other defects or damage were observed with the catheter or the basket. The length from the distal weld to the end of the black pebax tip measured approximately .4375", which is not within specification. This indicates that at least .0781" of the black pebax tip broke off and was not returned. Functional testing was performed by attaching the catheter hub assembly of the returned device to the returned rotator drive unit. The catheter rotated as expected. A device history record review was performed with no relevant findings. The instructions-for-use (IFU) supplied with this kit states under general warnings that the ptd device is not for use in stents. It provides in structions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns that the rotating basket is to be withdrawn in the deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered, and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudoaneurysm. The report that the ptd tip was broken during use was confirmed through examination of the returned sample. Microscopic examination revealed that the distal end of the black pebax tip was twisted and broken off. The tip material appeared twisted, stretched, and uneven; indicating a stress and torsion related breakage. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined.